Event description:
During the arthroscopy, the formula aggressive plus cutter came apart in the patient, it was replaced and the same thing happened, it was replaced. Each time the supply came apart the surgeon fished it out with a grasper so nothing was retained.